Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to a fall. Approximately 17 days after the first surgery. The surgeon explanted 1 anchor base 34, 1 humeral cup 36+3 and 1 centered glenosphere with screw. The surgeon implanted 1 stem 36/14 uncemented, 1 centered glenosphere with screw 36 and 1 humeral cup 36+3.